Manufacturer narrative:
Additional information was added to b3, e4, h3 and h6. B3: event date: ¿(B)(6) 2021previously submitted as ¿asku¿. E4: reporter sent to FDA? ¿no¿, previously submitted as ¿blank¿. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed an image of product label that was covered with shipping label. The reported condition was verified. The exact cause of the condition could not be determined; however, the most probable cause was due to shipment issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer received a shipment of large bore stopcock with rotating male luer lock and the shipping label was covering the product label which prevented the customer from accepting the case. This issue was observed prior to use. There was no patient involvement. No additional information is available.